Event description:
According to the reporter, during colorectal procedure, the patient had bleeding of 100 - 400ml after a complete seal cycle which was abnormal for the device. Blood transfusion was not necessary but additional fluid was required. There was no medical/surgical intervention or reoperation done to patient to stop the bleeding. The patient was not on any medications. Complications were addressed during surgery. Another device was used with the same generator and it worked fine.

Manufacturer narrative:
D10 concomitant products: vlft10gen - vlft10gen ft series energy platformx1, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.